Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the up button on the pump must be pressed hard to function and is getting harder to operate. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.